Manufacturer narrative:
(B)(4). Batch #: unk. Additional information received: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo showed thirteen clips, not properly formed, on a table. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. If the device is returned, hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was "abnormal stapling." It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2020. D4: batch # t92m5m. Investigation summary. The analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eight conforming clips. Also, although the seven staples returned inside a plastic bag were found to be malformed, no conclusion could be reached as to the cause of the staple malformation. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation.". It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.